Event description:
It was reported "faulty arrow (wire shredded)". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one ra assembly, tray, and lidstock for analysis. Signs of use in the form of biological material was observed on the catheter body and inside the needle hub. Visual analysis revealed that the guide wire was lodged within the catheter body, which was deployed off the needle cannula. The guide wire was severely unraveled towards the distal end. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. The distal weld appeared spherical and intact. The catheter body was also bent towards the distal end. The bending likely occurred due to the unraveling of the guide wire, and also likely contributed to the resistance encountered by the customer. The kink in the catheter measured 6mm from the distal tip. The guide wire from the handle to the point of separation on the core wire measured approximately 4 5/16" which is within the specification limits of 4 3/16-4 3/8" per the guide wire w/handle graphic. The guide wire outer diameter measured .440mm which is within the specification limits of .432mm-.457mm per the guide wire graphic. The catheter total length measured 66mm which is within the specification limits of 2.565-2.605" per the catheter graphic. The catheter outer diameter measured .045" which is within the specification limits of .045"-.047" per the catheter extrusion graphic. The catheter inner diameter at the proximal end measured .035" which is within the specification limits of .035"-.037" per the catheter extrusion graphic. The guide wire was able to be retracted back through the needle cannula and the catheter body. Once removed, a lab inventory guide wire with a diameter of .018" was inserted through the distal end of the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the extrusion. The guide wire was also able to pass completely through the needle cannula with little to no difficulty. Per formed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed on the lot number of the sample received (14f21h0080), and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a swg/catheter resistance-unraveled was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled towards the distal end. Microscopic examination confirmed that the core wire had separated directly adjacent to the distal weld but was still attached to the coil wire. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review performed based on a potential lot did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "faulty arrow (wire shredded)". No patient harm reported. The patient's condition is reported as fine.